Event description:
It was reported that the caller experienced a discrepancy between the displayed and actual time on the pump, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to update the pump time and was advised to monitor the situation and to follow up if the discrepancy recurred.